Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8100 had error 241.4140.0 was not identified during the customer call. Customer passed the preventive maintenance task and recommended to run device in operate mode to try and duplicate any occurrence of the fault. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had broken message. When customer checked of error log and viewed code 241.4140.0 recorded. There was no patient involvement.

Manufacturer narrative:
Omit - a25 - no apparent adverse event (3189), c19 - no device problem found, d14 - no problem detected. Additional information: imdrf annex a, c, d codes and manufacturer narrative. Root cause: the probable cause of the reported device 8100 had error 241.4140.0 was not identified during the customer call. Tech support team explained to customer the problematic issue with the patient side pressure sensor. Customer passed the preventive maintenance task and recommended to run device in operate mode to try and duplicate any occurrence of the fault. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had broken message. When customer checked of error log and viewed code 241.4140.0 recorded. There was no patient involvement.